Event description:
Pt was receiving IV fluids via her right implantable port. Nursing stopped the infusion with the intent of drawing blood for a lab test. Blood was drawn after 2nd attempt but then unable to flush with normal saline. Access needle was removed and replaced. Still unable to aspirate blood and abbokinase was then used to declot the line. When resumed IV infusion, infiltration was noted and discontinuation of use of the port occurred. A dye study was performed on the following day, 9/12/94, confirming a ruptured diaphragm. The port reservoir was surgically removed on 9/13/94 and replaced with a new one.